Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the device log was provided. The log review shows a single soft reset with no other faults identified before or after the reset. The log also showed the device was capable of delivering a shock twice following the incident in the same event. The device is designed to perform a soft reset if it detects an undesired condition to achieve typical operation. The device has not been returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.